Event description:
It was reported by our (B)(4) affiliate that during a transfemoral tavr procedure, left ventricular (lv) perforation caused by a guidewire (reference manufacture report number 2015691-2015-01243) and moderate paravalvular leak (pvl) post sapien xt valve implantation were noted. After a straight wire was passed through the native valve, an extra-stiff wire was placed in the lv with a pigtail catheter. After rapid ventricular pacing (rvp) for bav, no significant change of the vital signs was noted. Following insertion of a novaflex+ delivery system and the alignment of the sapien xt valve, an increase of pericardial effusion was observed. However, since the hemodynamics was unchanged and the delivery system was already advanced to the aortic arch, it was decided to give priority to the xt valve implantation. When the sapien xt valve crossed the native valve, the blood pressure (bp) decreased to approximately 60/20mmhg. The patient did not respond to phenylephrine administration and norepinephrine was given, which caused the systolic blood pressure (sbp) to increase to over 200mmhg. After the sbp decreased to 140mmhg, the xt valve was positioned at 70:30 aortic and was implanted in an 80:20 to 90:10 aortic position. Moderate pvl was observed in the commissural side of ncc and lcc, and also the pericardial effusion increased. Drainage was initiated, and bloody pericardial fluid was evacuated. Imaging showed a contrast leak around the lv posterior wall and the lateral wall, which indicated a perforation by the extra-stiff guidewire. It was thought that the perforation likely occurred when the extra-stiff wire was placed in the lv or during bav. Although moderate pvl remained, post dilation was could not be performed due to hemodynamic instability. The delivery system was withdrawn and the heparin was reversed with protamine. The patient was monitored while performing drainage but the pericardial effusion increased. The procedure was converted to the open heart surgery. The lv injury was observed and was repaired with a pericardial patch with off-pump. The sapien xt valve was firmly anchored and fitted with the annulus; however, due to remaining moderate pvl, a surgical avr was performed with a 21mm st. Jude medical¿s epic under cardiopulmonary bypass. The surgery was finished without incident and the patient was under follow-up observation in the ICU. The patient¿s native aortic valve area was 370mm2, with moderate calcification on all three cusps of aortic valve calcification was noted in the free edge of the non coronary cusp (ncc) near commissure with the left coronary cusp (lcc), and existed along the cusp and the sinus of valsalva (sov).

Manufacturer narrative:
Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve & root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, the paravalvular leak was likely due to the placement too aortic and the calcification of the native annulus. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.